Manufacturer narrative:
(B)(4). Additional procedure was required. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that two days after placement, the rutner suprapubic balloon catheter fell out of the patient, and its balloon seemed deflated. Another device was placed, but there were no further injuries aside from the replacement procedure.